Manufacturer narrative:
Left motor/gearbox was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Mtr gr bx asbly lt 400lb 4-pole, gearbox, leaks-input seal. Leaks - input seal discovered during bench test. Grease migrated throughout the motor. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer states that the right motor is dragging.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The right motor/gearbox was returned for evaluation, and subsequent testing verified the complaint of the motor dragging. The most likely underlying cause was due to grease leakage at the input seal. Per the initial evaluation, the gearbox input seal was discovered to be leaking causing the drag. However, there was no grease present on the brushes. An expanded evaluation was performed. Per the expanded evaluation report, the grease around the drive shaft and input seal was confirmed, and the motor lead had some damage where it connects to the motor, exposing the internal wiring. When the motor and gearbox were connected to a test controller and joystick, and the clutch was moved to the "push" position, the joystick returned a five flash error code, indicating a left park brake fault.

Event description:
The dealer states that the right motor is dragging.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the right motor is dragging.